Event description:
It was reported that the patient with this electrode was admitted to the hospital after receiving inappropriate shock therapy. The device was programmed in secondary sensing vector at the time. Mechanical noise was reproducible in alternate and secondary vectors. No noise was observed in primary vector. The device was programmed to primary, x-rays were requested, and technical services (ts) was consulted for further review. Ts reviewed the provided data and confirmed the patient received an inappropriate shock for rail-to-rail mechanical noise oversensing in secondary vector. Should the health care professional (hcp) decide on an invasive solution and revise the electrode, ts recommended a box change at the same time since the estimated remaining battery longevity is approximately fifteen percent (the device is depleting normally). Remote monitoring via latitude was also recommended. Besides the inappropriate therapy and hospitalization, no other adverse patient effects were reported. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of inappropriate shock is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the electrode remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this electrode remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this electrode was admitted to the hospital after receiving inappropriate shock therapy. The device was programmed in secondary sensing vector at the time. Mechanical noise was reproducible in alternate and secondary vectors. No noise was observed in primary vector. The device was programmed to primary, x-rays were requested, and technical services (ts) was consulted for further review. Ts reviewed the provided data and confirmed the patient received an inappropriate shock for rail-to-rail mechanical noise oversensing in secondary vector. Should the health care professional (hcp) decide on an invasive solution and revise the electrode, ts recommended a box change at the same time since the estimated remaining battery longevity is approximately fifteen percent (the device is depleting normally). Remote monitoring via latitude was also recommended. Besides the inappropriate therapy and hospitalization, no other adverse patient effects were reported. This electrode remains in service.